Manufacturer narrative:
The pt remains on going with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator stated that pt has several tears in the driveline velour. The tears have been covered with rescue tape approx an inch thick. The pt has a closed aortic valve.